Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing tamper seal. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue tamper seal - missing was confirmed. Received on17-oct-2024 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. Visual inspection has confirmed the stated issue and damaged rear case. Device disassembly was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace the rear case and the tamper seal. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing tamper seal. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue tamper seal - missing was confirmed. ¿received on 17-oct-2024 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. ¿visual inspection has confirmed the stated issue and damaged rear case. ¿ device disassembly was not deemed necessary. ¿device to be returned to san diego repair center for processing. ¿recommend bd san diego repair center replace the rear case and the tamper seal. ¿failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had missing tamper seal. There was no patient involvement.